Manufacturer narrative:
The insulin pump had an unresponsive up arrow button due to corroded keypad traces. The functional testing could not be performed due to the unresponsive buttons. No display anomaly was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and are scrolling . Customer does not recall any significant events leading to the error, except that it occured during a bolus attempt. Customer's blood glucose was 203 mg/dl at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.